Manufacturer narrative:
The sample was not returned for evaluation. Medical records were provided and review by clinical specialist. Based on review of the information provided, the type or cause of the endoleak that occurred cannot be determined. Endoleaks are known risk of the procedure and are identified in the product labeling. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The lot usage history shows that no other units from this lot have been involved in similar event. (B)(4).

Event description:
It was reported that approximately 10 months post-implant of a bifurcated device and a suprarenal aortic extension, a possible type ii or type iii endoleak was identified. Reportedly, a computed tomography (CT) scan revealed an endoleak; however, the CT was not conclusive. The physician elected to reline the implanted device and treated the pt with an additional suprarenal aortic extension and a limb extension, which corrected the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.